Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The cable between the ventilator monitoring board and the central processing unit display was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.